Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during an eps case surgery off the first mpj fusion, "the current anchorage convex reamers on the phalanx side are too bulky. While the distal reaming edge spins, the proximal, back end can and has gouged the metatarsal head. That back end is very sharp and pronounced."

Manufacturer narrative:
The reported incident that convex surfacing reamer ø22mm was alleged of issue (B)(4) (customer unsatisfied) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the currently available information, the root cause can be attributed to a user related issue. This information was provided through an eps case for variax2 but the alleged instrument is an anchorage reamer; this instrument shouldn¿t be used for variax2 cases and a specific instrumentation is provided. Moreover, it has been reported that "no (wrong) gauging occurred" during this eps case, therefore this case is considered as no failure but we will monitor if such adverse event is reported in the future. However, the variax foot locking plate op tech and the anchorage optech were reviewed. Both operative techniques describe how to clean the area, to distract the joint, the chose the size of the reamer and the proper technique to perform reaming procedure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during an eps case surgery off the first mpj fusion, "the current anchorage convex reamers on the phalanx side are too bulky. While the distal reaming edge spins, the proximal, back end can and has gouged the metatarsal head. That back end is very sharp and pronounced." It was primary surgery."